Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/01/2015 with the following findings: a review of the pump black box data and cgm history showed multiple cs215 cgm failure warnings. During investigation, the pump was powered on and the display was found to be dim and discolored. During testing, the pump was unable to pair with a test transmitter due a cs215 cgm failure warning upon the first attempt. The pump failed the rf test. The pump¿s cover was removed and an intermittent condition was found to the cgm module due a cold solder connection on the transceiver board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. Evaluation also revealed a failed cold solder connection on the transceiver board. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 09/01/2015.